Event description:
Patient with essential tremor had stereotactic deep brain stimulator (dbs)leads implanted at the ventral intermediate (vim) nucleus bilaterally. Extension kit and activa pc placed ~1week later. ~4 months later activa pc and left extension replaced due to impedance of 34 and battery check indicating eri. No breaks in leads on x-ray were noted. This is the 3rd such problem our facility has seen in the past 6 months.